Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which did not start. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved by replacing circuit board. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).